Manufacturer narrative:
This value is the average age of the patients in the "reoperations" group reported in the article as specific patients could not be identified. This value reflects the gender of the majority of the patients in the "reoperations" group reported in the article as specific patients could not be identified. Please note that this date is based off of the date that the article was accepted for publication as the event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Concomitant medical products: product ID: neu_interstim_ins, product type: implantable neurostimulator. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
Peters, k.m., killinger, k.a., gilleran, j.p., bartley, j., wolfert, c., boura, j.a. Predictors of reoperation after sacral neuromodulation: a single institution evaluation of over 400 patients. Neurourol. Urodyn. 2015. Doi 10.1002/nau.22929. Summary: to explore factors that may predispose patients to reoperation after sacral neuromodulation (snm). In this largest known series to date, one third of the patients required reoperation and the most common reason was lack of efficacy/worsening symptoms. Ongoing study is needed as the technology continues to evolve. Reported events: reoperation group [median age: 58, majority female] eighty-seven (87) patients with snm had reoperations due to a lack of efficacy/worsening symptoms. There were 10 wound infections in nine patients with snm. 8 patients required reoperations due to infection; it is not known how the remaining infections were treated.. Seven (7) patients with snm required reoperations due to lead migration. Two (2) patients with snm experienced lead migration; it is unknown if the lead migration led to the patients' reoperations. Eighteen(18) patients with snm experienced device malfunction, which may have led to the patients' reoperations. Four (4) patients with snm experienced back pain, which may have led to the patients' reoperations. Five (5) patients with snm experienced pain in the legs, which may have led to the patients' reoperations. Thirty-six (36) patients with snm experienced 40 episodes of pain at the implantable neurostimulator (ins) site, which may have led to the patients' reoperations. Twenty-seven (27) patients with snm had reoperations due to lead breakage according to the author's text. However, table iii in the attached literature article only noted 11 lead breakages within the "reoperations" group. It is unclear which number is accurate. Three (3) patients with snm each had two reoperations primarily for pocket revision or ins-related issues. One (1) patient with snm and two reoperations had an incision and drainage of an abscess. It was noted that the patient was explanted a year later, however, it was not noted whether the explant was related to the abscess. One (1) patient with snm had a reoperation to revise the sacral lead to the pudendal nerve location due to worsening symptoms. One (1) patient with snm required two reoperations for pocket revisions. The source literature included the following device specifics: interstim implantable neurostimulator and tined lead. Further information has been requested; a supplemental report will be submitted if additional information is received.